Event description:
Multiple and frequent battery failures with impact brand, portable ems suction units. This problem is an epidemic in ems. These units are battery operated with no indicator as to the battery¿s life or capacity. Over and undercharging end with the same results; failure. The units are not to be tested as this wears down the battery, so the way to test the batteries is to use the unit on a pt. If the battery is good, the unit works, if not the unit is either dead or works for a moment.